Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained elevated blood glucose after a meal while using the ilet bionic pancreas with an fsl3+ cgm and an inset 23" infusion set on the abdomen, reaching a highest cgm value of 258 mg/dl and a glucometer reading of 307 mg/dl for approximately four hours; the user performed troubleshooting including tubing test and site replacement, after which insulin delivery resumed and glucose began trending down, and replacement supplies were shipped. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available with insufficient information to determine a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.